Manufacturer narrative:
The insulin pump passed the displacement test and the rewind. The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The device was also received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. No further information reported.

Manufacturer narrative:
(B)(4) the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.